Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion being treated was located at the calcified proximal right coronary artery. A guidewire was positioned in the target lesion and an attempt was made to dilate the 8mm x 1.20mm emerge balloon catheter. Upon first inflation, the balloon ruptured at 5 atms. The device was then removed intact and replaced with a 1.3mm non-bsc balloon catheter. The procedure was completed and no patient complications were reported. The patient's status was good.